Event description:
The customer reported: during preventative maintenance by the company representative, it was observed by the sales representative running a test before delivery of the iabp to the customer, arterial pressure signal was not able to be read despite the system trainer was connected. After replacing the system trainer the incident occurred again. No patient involved. This incident occurred during the running test prior to delivery to the customer at our office. It means that the incident occurred with the iabp after shipment from our (B)(4) warehouse. So it is not treated as obf.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service report is as follows: according to our fse, the service report is as follows: according to our fse, the service representative replaced front endboard ((B)(4)). After replacement, it functioned normally. If the unit/part is returned for evaluation and up on results availability a supplement document will be provided. (B)(4).